Event description:
A customer reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. After consulting with technical support, the customer was guided through a complete pump reset, which resolved the issue, allowing them to successfully start their sensor session. No further complications were reported.